Event description:
It was reported that during a gastrectomy procedure, the firing knob was hard and difficult to return to the home position after the first firing. The knob was returned to the home position forcibly. Some staples were unformed. Reinforcement material was not used. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the firing knob worked without any difficulties noted during the functional test. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time. Additional information: there were no difficulty on the firing. The device was not fired across the hard object. The target tissue was clamped evenly in the jaw and was not so thick.